Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. The current blood glucose reading was 160 mg/dl. Customer did allege insulin pump was under-delivering because the insulin pump was completing the bolus but not making the blood glucose normal at least go down a bit. The customer stated that the insulin pump was not delivering properly but the insulin pump was not getting any alarm about insulin flow blocked. The customer stated that when they were doing manual using the same insulin from the reservoir the blood glucose di go normal. The customer had also changed the entire set 3 times. The self-test and displacement test were done and passed. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was active at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. (B)(4).